Event description:
Caller is reporting potential false negative troponin I (tni) results on triage cardiac panel vs. Simens analyzer. Customer reported negative results on four patients. The physician suspected the results on triage because they did not match the clinical picture and ordered same samples tested on the lab analyzer. For all cases the tni results were positive. All patients were admitted for chest pain. No other cardiac markers were reported. No injury or death reported as a result of the triage reports on tni and no further patient information provided.

Manufacturer narrative:
Investigation pending.